Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. During laser extraction of the lead, the patient suffered a tear in the superior vena cava (svc) requiring emergency surgery. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Two segments of the lead were returned for a total length of 50 centimeters (cm), the tip section of the lead was noted to be missing and not returned. Visual observation noted the presence of set screw marks on the lead terminal connectors, calcified body fluid was observed to cover the proximal shocking coil, and the extracting stylet was stuck inside the distal segment. Analysis noted that the proximal end of the middle segment of the lead was severed and the rate/sense coil was stretched and fractured. The stretching and fracture was felt to be a result of induced damage during explant. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the reported observations and was unsure if the calcification contributed to the reported clinical observations.